Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm with two infusion sets. The customer stated that the event was resolved by changing the complete infusion and reservoir set. The customer stated they realized the reservoir was what caused the issue. The customer stated the new reservoir worked. The product will be returned for analysis.